Event description:
It was reported to hamilton medical ag that: "we¿ve had three circuit failures within the past three days, all from the same lot. Please see the attached video for the error code and details of the issue. The affected lot is lot #201529. We have pulled all circuits from this lot until we receive further instructions from you. Failure subject not available but shown in video of the membrane sticking." The one patient was ventilated appropriately for the majority of their trip, then it failed with "expiratory occlusion" alarm and bagged for a few minutes before getting to hospital. No patient harm or changes in vitals.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.